Manufacturer narrative:
(B)(4). This lot was manufactured between january 29, 2014 to january 30, 2014. Evaluation summary: visual inspection on the unit revealed a strand of black particle, floating in the fluid of the bladder. The particle was in the fluid path. The particle was identified to be a strand of black hair. The cause of the condition could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had a black, 4 cm long hair inside of its bladder. This was noticed after the device was filled with an unknown drug and before patient use. There was no patient involvement. No additional information is available.